Event description:
It was reported that far r wave oversensing was being sensed during cap confirm tests. Programming changes were recommended. There were no reported patient consequences.

Event description:
New information received notes the patient presented for a follow up in clinic, but the physician opted for no programming changes on the implantable cardioverter defibrillator (ICD). The patient was being monitored, was doing well and to continue with six month follow ups in clinic.